Manufacturer narrative:
.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was severe tortuosity. It was reported that the patient presented for a routine followup appointment the CT demonstrated that the iliac limb had kinked and become occluded due to the severe tortuosity of the artery. The patient was a-symptomatic. Due to the severe tortuosity of the vessel, the physician elected to perform a femoral to femoral bypass. No additional clinical sequelae were reported and the patient is fine.